Event description:
It was reported that an angio-seal was deployed post percutaneous coronary intervention (pci) and stent placement. The exam was performed by the attending doctor and interventional fellow. Following the pci, a groin shot was taken and the puncture was identified as a high stick. The physicians discussed the various options for sealing the puncture site when there is a high stick. Reportedly, the physicians considered other closure devices; however, they decided to close the site with a 8f angio-seal even though they knew angio-seal deployment was not recommended for high sticks. Following deployment of the angio-seal, the groin was dry. The next morning, the pt was using the toilet and felt a pop in the groin. The pt began bleeding and the staff were unable to control the bleeding. The pt was rushed to surgery and it was reported that the arteriotomy was wide open, and the angio-seal collagen plug was not present. The pt died in surgery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. A paper print radiographic image was received with the event. Contrast enhancement was seen in the lower extremity vessels and indwelling sheath. This most likely represents a sheath injection.